Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.

Event description:
The perfusionist was paged by the nurse regarding an augmentation problem and "rapid gas loss" alarm. The perfusionist called back and went into the hosp to look at the pump. Between the time he made the call and arrived at the hosp, which was approx. 10 minutes, the nurse noticed blood in the iab catheter and put the balloon on standby. The perfusionist verified the catheter rupture and the surgeon was notified and informed of the pt hemodynamic status. At this time, the surgeon instructed the perfusionist to pull the iab. The iab was removed and the pt is maintaining with the same parameters. On 1/28/97, datascope was notified by the distributor that the iab was probably discarded by the facility. Event complications: none from the event - rpt'd 11/20/96. Pt current status: unk - rpt'd 11/20/96.